Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient had their ipg explanted on (B)(6) 2022 for an unknown reason.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The patient¿s system was explanted for ¿unknown¿ reason. Analysis of the returned ipg found, as received the device battery was below the minimum specification to sustain communication. The device hybrid was attached to an external battery supply and passed all tests on the ate. Longevity calculation based on patient program information found that the device had normal battery depletion and had not declared eri or eol.